Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners was noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had dropped on tiles and was cracked. There was a crack above the display of the device. The drive support cap was not damaged and was recessed. The customer's blood glucose was unknown. Nothing further was reported.